Event description:
We have received another shipment of needles 300403. Unfortunately, in this case also the lot number on the carton is different from that on the package inside the carton. The lot on the bulk carton 3249954, the lot inside the carton on the foil package 3249946. We have already blocked two deliveries of this code pending clarification. I would like very much to clarify which flight is correct and why they are different. In this case, the lot on the invoice is the one on the carton. Translated with www.deepl.com/translator (free version).

Manufacturer narrative:
Product problem code: a2101 - device markings / labelling problem. Patient problem code: f26 ¿ no health consequences or impact. (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. One picture showed the label on the plastic bag (label with the assembly lot information). Another picture showed the label on the case carton (label with the final lot information). Through examination of the pictures, no defect was identified, and the product appeared within specifications. The customer ordered material 300403 and batch 3249954 and this is what was provided per the pictures. The inner bag does not reference the final product as it is information pertaining to the intermediate manufacturing process (the assembly process of the needle). Batch 3249946 is the assembly batch, which always differs from the final batch. We apologize for any confusion this may have caused; however, please note that this product is per specification without defect.